Event description:
The sales rep has been notified of the tip on the mst8 has been broken off in the pt's breast during the procedure. The procedure occurred on (B)(6) 2011. Images are to be sent for review. The pt's images and images of the disposable device have been taken and sent to mammotome.

Manufacturer narrative:
The results of the pathology test revealed the pt would need to undergo either an incisional biopsy or a mastectomy. The pt will undergo a positron emission mammography (pem) to determine the exact location of the tip. The pt has not had either the pem or the second surgery. The detached tip will be removed at that time. Device was not returned to the MFR for assessment. However, photos provided by the user facility were assessed. Additionally, the mfg batch record was reviewed. The photos from the facility allowed the mfg facility to determine the possible cause of the device failure. Based on the root cause analysis, corrective and preventive actions were completed.